Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The insulin pump was received with cracked case at display window corners and battery tube threads and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there were black pixels under the screen. The customer's blood glucose was 7.6 mmol/l at the time of incident. The customer stated that the insulin pump was dropped or bumped. The customer stated that they were still able to read the screen. The insulin pump will be returned for analysis.